Manufacturer narrative:
D10 concomitant product (18875, 18875 7.5mm taperguard evac trachealx10, lo# 23c1119jzx), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, it was found that the patient's tracheal tube made a sound. After pressure measurement, it was found that the pressure inside the cuff was 0, and the tube was bulging. The patient had difficulty breathing and a fast respiratory rate. Blood pressure was 136/103mmhg, breathing was 25 times/min. The patient was re-intubated, and the cuff pressure was measured at 40cmh2o. Later, a small sound was heard at the tracheal tube, when cuff pressure was measured it was at 20cmh2o, and the cuff was re-pressurized to 35cmh2o. At 7:46, the patient was sent for interventional treatment, and was sent to the intensive care unit for treatment. The medical staff was called and was told that there was still air leakage in the tracheal tube, so the tube was replaced again with a new one.